Event description:
It was reported that after one year from the spaceoar placement procedure, the magnetic resonance imaging (MRI) showed 3486 mm of hydrogel still present in the perirectal space. The patient is currently experiencing luts associated to the radiation treatment.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of gel last too long.